Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s international service technician encountered rotary knob not working failure. The manufacturer¿s international service technician replaced the rotary encoder to address the reported problem.

Event description:
The customer reported rotary knob not working. There was no patient involvement.